Event description:
Customer reported a hospitalization due to high blood glucose. Customer states that she had very sick and was on antibiotics. Customer's blood glucose at the time of hospitalization was 411 mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.